Manufacturer narrative:
(B)(4) evaluation statement: the reported event of corroded iui connectors was confirmed from a photo in the tpc site summary. The site visit found that best practices for cleaning devices were not being followed. Related tip sheets were reviewed and left with the customer. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During a site visit by bd representatives, biomed reported corroded iui connectors. The facility biomed will be repairing the device. There was no report of patient involvement.